Manufacturer narrative:
An outside united states (ous) customer contacted siemens healthcare diagnostics regarding erroneously elevated sodium patient sample results for one (1) patient. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens four (4) erroneously elevated sodium results were obtained for one patient sample on an atellica ch 930 analyzer. One of the four results was reported to the physician(s) and was questioned. The sample was reprocessed for sodium on a non-siemens analyzer, recovering lower. The lower sodium result was considered to be the correct result. There are no known reports of adverse health consequences due to erroneously elevated sodium results.